Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noted spots on the iol after it was inserted into the eye. The iol was removed and replaced during the initial procedure. One-day post-op the pt presented with corneal edema. Additional info from the surgeon indicates the pt is doing well, has excellent vision and the corneal edema is almost gone. The surgeon believes the corneal edema was the result of extra tissue manipulation during the procedure. He described the spots on the iol as a 'crystalline plaque' that was imbedded at the haptic junction.